Manufacturer narrative:
H10: as the lot number for the device was not provided, a lot history review was not performed. The sample was not returned to the manufacturer for evaluation; however, medical records were provided for review. The investigation is confirmed for retrieval difficulties and material deformation. A definitive root cause for the reported event could not be determined. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that an rf400f vena cava filter model allegedly experienced difficult to remove and material deformation. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The 85 year old male patient weight was not provided.

Manufacturer narrative:
The device was not returned to bd for evaluation. The investigation is inconclusive for retrieval difficulties and material deformation. Based on the information provided, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that an unknown g2x vena cava filter model allegedly experienced difficult to remove and material deformation. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The patient¿s age, weight, and gender were not provided.